Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an external drainage system port leak upon connecting to a three (3)-way external. The drainage system was not directly in contact with the patient, as the evd was connected to a non-integra antibacterial catheter. Therefore, the eds was replaced. The device was contaminated with blood and infection. According to information provided, it is unknown whether the eds was placed at the bedside or if the patient was taken to the operating room. It is also unknown how long the evd was in place.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The external drainage system (ID (B)(6)) was not returned for evaluation as the product has been contaminated with blood and infection as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.